Manufacturer narrative:
This report is submitted on 27 february 2020.

Event description:
Per the clinic, the patient experienced poor performance with device use. Subsequently the device was explanted (date not reported).